Event description:
Technical services received a call on (B)(6) 2011 that the outputs on the rv lead were increased. This lead was implanted on (B)(6) 1991 and remains implanted. No physician or hospital information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).